Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen randomly goes frozen and loses color and customer was unable to read screen at that point. Customer stated that insulin pump had unknown error codes and had random unexplained insulin flow block alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.